Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan. Functional testing of the returned product found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported before surgery that the device didn't spray, and battery was getting hot. There was no patient impact. During the investigation, it was discovered that the batteries leaked electrolyte. Due diligence is complete. No additional information is available.